Event description:
As this stone cone was being deployed for a therapeutic stone retrieval procedure the coil broke off and was retrieved. Another stone cone was used to complete the procedure with no patient complications.